Event description:
It was reported that a balloon issue occurred resulting in partial stent deployment. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid-distal left anterior descending (lad) artery. Rotational atherectomy was performed and a scoring baloon and 2.00 nc balloon were used to prepare the lesion., a 2.50mm x 48mm synergy xd drug-eluting stent was advanced but could not be delivered to the lesion area. A 2.00 x 15 mm nc emerge balloon catheter was advanced to further pre-dilate the lesion, and an ivus run was conducted. The 2.50mm x 48mm synergy xd was re-introduced, but during deployment at 10 atmospheres; the balloon ruptured. The proximal portion of the stent was partially deployed, while the distal part remained intact. Attempts to remove the stent using a guide extension catheter were unsuccessful, necessitating multiple shocks to the patient due to no flow. The patient went into cardiac arrest and was subsequently placed on extracorporeal membrane oxygenation (ECMO). When the operator tried to remove the stent manually, the shaft broke. A guide extension catheter was introduced and a 2.5mm nc balloon was used to anchor the ruptured balloon. The whole system was then removed together. The procedure proceeded with lad stenting and an intra-aortic balloon pump (iabp) was inserted in place of the ECMO. Two days later the patient underwent surgery to stop bleeding at the brachial site and is currently on dialysis due to kidney failure.

Event description:
It was reported that a balloon issue occurred resulting in partial stent deployment. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid-distal left anterior descending (lad) artery. Rotational atherectomy was performed and a scoring baloon and 2.00 nc balloon were used to prepare the lesion., a 2.50mm x 48mm synergy xd drug-eluting stent was advanced but could not be delivered to the lesion area. A 2.00 x 15 mm nc emerge balloon catheter was advanced to further pre-dilate the lesion, and an ivus run was conducted. The 2.50mm x 48mm synergy xd was re-introduced, but during deployment at 10 atmospheres; the balloon ruptured. The proximal portion of the stent was partially deployed, while the distal part remained intact. Attempts to remove the stent using a guide extension catheter were unsuccessful, necessitating multiple shocks to the patient due to no flow. The patient went into cardiac arrest and was subsequently placed on extracorporeal membrane oxygenation (ECMO). When the operator tried to remove the stent manually, the shaft broke. A guide extension catheter was introduced and a 2.5mm nc balloon was used to anchor the ruptured balloon. The whole system was then removed together. The procedure proceeded with lad stenting and an intra-aortic balloon pump (iabp) was inserted in place of the ECMO. Two days later the patient underwent surgery to stop bleeding at the brachial site and is currently on dialysis due to kidney failure. It was further reported that also with the same patient, a 90% stenosed target lesion located in the severely tortuous and severely calcified left anterior descending artery was treated. During the procedure, three nc emerge balloon catheters (1.50 mm x 15 mm, 2.50 mm x 15 mm, and 3.50 mm x 15mm) were unable to cross the target lesion, and three nc emerge balloon catheter balloons (2.00mm x 15mm, 2.00mm x 15mm, and 2.25 mm x 8 mm) ruptured, all due to heavy calcification. No device fragments were left in the patient.

Manufacturer narrative:
The synergy xd 2.50/48mm was returned for analysis in two sections due to a break at the guidewire exit port. A visual and tactile examination identified no kinks or damages along the entire length of the hypotube. A visual and tactile examination of the distal extrusion identified a break in the midshaft extrusion at the site of the guidewire exit port. A visual examination of the balloon identified no tears, although there were traces of blood present inside the balloon. A visual and tactile examination of the stent identified that the stent was pulled distally on the balloon and was stretched beyond the distal tip of the device. The proximal edge of the stent was bunched and positioned towards the distal marker band. A microscopic examination of the break site at the guidewire exit port noted that the extrusion was stretched. A microscopic examination of the balloon material identified no tears or pinholes. A microscopic examination of the crimped stent identified that the stent was stretched distally, with stent struts stretched, bunched, and misaligned. The stent was attached to the balloon just proximal to the distal marker band, with the main body of the stent pulled beyond the tip section of the device. A microscopic examination of the proximal and distal marker bands identified no damage. Due to the stretching in the inner lumen, the distance from the proximal marker band to the distal marker band measured 52mm (device specification is 48mm). A microscopic examination of the tip identified no damages. Due to the bunching at the distal end of the 6 french introducer sheath, it was not possible to retract the broken distal section of the synergy xd device back through the introducer. Instead, the broken section of the synergy xd device was pulled distally from the introducer to remove it. It was possible to remove the two guidewires and the nc 2.5 x 20mm balloon catheter from the guide with no resistance. Due to the break in the extrusion, it was not possible to inflate the balloon using normal methods. However, by dissecting the distal extrusion approximately 6 cm from the proximal balloon sleeve and using a flushing needle, it was possible to inject some liquid into the balloon. Although no leak was evident in the balloon, the pressure could not reach the nominal pressure of 11 atmospheres. Media provided by the customer was reviewed by boston scientific medical personnel. The clinical description aligned with the angiographic images. The patient had complex coronary disease. The lad has a long segment of severe stenosis. Severe angiographic calcification is noted. There are also chronic totally occluded (cto) lesions in the left circumflex (lcx) and right coronary artery (rca). The intervention showed either balloon uncrossable and/or undilatable disease in the more distal segment. A mid marker balloon and guide catheter extension were seen. Rotational atherectomy was carried out. Reduced flow is apparent after the atherectomy device had crossed the segment. Multiple pre-dilations were carried out with small diameter balloons and flow was restored. A stent was positioned and after deployment started, a balloon rupture was evident early with contrast extruding into the septal branch at the proximal edge of the stent. Attempts to withdraw the balloon and stent were captured. There was marked shortening of the stent. There was probably a proximal deformation when the guide catheter extension (gce) was used to try to capture the stent and balloon. After peripheral access was obtained, the images show a deformed and shortened stent and also no flow to the apical lad. The review then noted that the stent had been withdrawn to the radial artery. The lad is ultimately re-wired and stented, with post dilation. Septal branches are also rescued. The end result is timi3 flow with a stented lad segment. The review concluded that underlying calcification was a factor in the balloon rupture. It was anticipated that this led to interaction between the balloon material and stent itself that prevented the balloon from being removed from within the stent and this led to the subsequent spiral of events.